Event description:
Boston scientific received information that during a routine clinic follow up, noise was observed on this right ventricular (rv) lead that was oversensed resulting in asystole greater than two seconds. Additionally, the lead exhibited pace impedance measurements less than 200 ohms. It was reported that the patient was pacemaker dependent and the device was temporarily programmed to electrocautery mode. The configuration of the left ventricular (lv) lead was changed to remove the rv lead from the previously programmed configuration (extended bipolar). The lv lead was also programmed to maximum outputs. A revision procedure to replace the rate/sense portion of the rv lead was attempted, however, the patient was occluded and venous access was unable to be obtained. The following day a revision procedure was performed. The rv lead was surgically abandoned and an entire new system was implanted on the right side. No additional adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.